Manufacturer narrative:
Manufacturing and quality control data: the progav® 2.0 shunt system was manufactured by a qualified employee in january 2020. Deviations during assembly did not occur. The product was finally tested as article fx441t and released for packaging and sterilization as well as sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed as meeting specifications. Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: - deformation of the progav® 2.0 housing and deposits at the product. Permeability test: in detail, the complete shunt system was tested for permeability in order to identify the suspected blockage. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav® 2.0 shunt system is very difficult permeable, the liquid was bloody. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav® 2.0 and the shuntassistant® are very difficult permeable. It could also be observed that the fluid discharged was bloody, see pictures 6 and 7. The prechamber was permeable. Adjustability test: we have investigated whether the progav 2.0® can be successfully set to each specified pressure setting. Thus indicating whether the valve(s) are fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The progav® 2.0 was found to be adjustable to all pressure settings. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force and brake function test investigates whether the braking function of the adjustable valve(s) is present and how much force must be exerted on the housing to release the rotor to adjust the valve using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav® 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, some deposits were found in both valves. Also, could be detected bloody deposits in the peritoneal catheter. Results: based on our investigation, we are able to substantiate partially the claim of "blockage". We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Additional informations/ investigation results will be provided in a supplemental report.

Event description:
For this patient, who was to undergo shunt surgery, suspected a blockage of a progav 2.0 shunt system. The valve pressure setting for patients who underwent shunt surgery was set to 0 cmh20, but the ventricles of the brain expanded more than before. Therefore, the patient was transferred to a different facility and replaced with another company's product. The revision was (B)(6) 2020. During the surgery, the corresponding product reservoir that was originally contained was pumped, but the cerebrospinal fluid did not flow and it is probable that it was clogged. Patient data: age: (B)(6). Height : 58 cm. Weight: (B)(6). Gender: unknown. Implantation: (B)(6) 2020. Removal: (B)(6) 2020.